Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient does not think the device is working. A loss of therapy was reported. The caller tried increasing stimulation. Stimulation was on p3 and is currently at 8.5. Patient services reviewed this is the highest stimulation possible. Patient services walked the caller through how to switch programs. The caller switched to p4 and increased stimulation. The caller will follow up with the healthcare professional is the issue is not resolved. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient's wife. They stated this device had stopped from working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient stated that the circumstance that lead to the device not working was due to that fact that they wanted to change their program in response to the fact that they were urinating frequently. The patient was walked through the process and patient stated that time will tell if the issue was resolved. No further complications noted or anticipated